Event description:
The customer reported a control function disconnect. The reported symptom was clarified by the field service technician as the device intermittently powers on. This could impact the delivery of therapy.

Manufacturer narrative:
(B)(4). The customer reported a control function disconnect. The reported symptom was clarified by the field service tech as the device intermittently powers on. This could impact the delivery of therapy. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.